Event description:
Endometriosis and severe pain. 2002: or: scope: loa [bowel to l], cautery of endo ant, past, both sidewalls, placement of intergel. 10/2002: no pain, healing, aygestin. 12/2002: not feeling well, pain, burning, nausea, wt gain, acne. 5/2003: pc: re intergel, needs f/u appt. 6/2003: felt worse after surgery. 7/2003: pain, options of surg. 9/2003: urinary sympt. 9/2003: pc: constipation. 9/2003: severe pain, nausea, constipation, hf, cramps, ha, night sweats, f/u 1m.